Event description:
It was reported that patient experienced sustained supraventricular arrhythmia requiring drug therapy, introduction of amiodarone. Causality with device was considered unlikely but could not be ruled out. They were admitted from (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: model and catalog numbers corrected. Manufacturer's investigation conclusion: a direct correlation between the left ventricular assist device (lvad) device, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, "introduction," lists adverse events, including arrhythmia, which may be associated with the use of heartmate 3 lvas. The IFU also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.